Manufacturer narrative:
Based on the info provided, it cannot be determined that the alleged pt death is related to v.a.c. Therapy. An autopsy was not performed to determine the cause of the pt's death. The vascular graft was previously infected, and it stated "the physician decided that bleeding and infection were controlled." It is unk if antibiotic therapy was administered.

Event description:
The following info was reported to kci by the (B)(6) rep: on (B)(6) 2011, post operative a femoral artery bypass, v.a.c. Therapy was applied to femoral artery side, as well as to a previously removed graft site (femoral artery-great saphenous vein u-shaped vascular graft). "The physician decided that bleeding and infection were controlled. No blood vessel exposure to the wound. V.a.c. Therapy was applied to the great saphenous vein side and another wound by bridging." On (B)(6) 2011, granulation tissue on the femoral artery side was noted. "A situla appeared and abscess drained from the graft removal site (under the great saphenous vein). A skin incision was made to open the wound. In order to ensure adequate hemostasis, v.a.c. Therapy discontinued for one day." On (B)(6) 2011, v.a.c. Therapy was re-applied. On (B)(6) 2011, the pt's appetite decreased and the pt developed fever of 37.8 degrees celsius. On (B)(6) 2011, the pt expired. "From the blood test, c-reactive protein increased which was suspected for sepsis. Due to autopsy was not done, the cause of death couldn't be identified. Per (B)(6), on (B)(6) 2011, the device underwent quality control (qc) inspection and the device required minor repairs (tubing change, due to odor) and passed qc checks and met specs before pt placement. On (B)(6) 2011, after pt placement, the device required adjustment of the level sensor and again passed qc checks and met specs.